Event description:
The consumer reported receiving a third degree burn to her stomach from the heating pad. She did seek medical attention for her injury. Burns of this nature are the result of laying or leaning against the heating pad which is contrary to proper use instruction.